Manufacturer narrative:
Investigation results did not find a bent soft cannula and no issues were observed with the cannula assembly that would result in leaking during wear. No signs of leakage were observed as fluid was able to pass through the fluid path successfully and exit through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide:  model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 280 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported pod was leaking and bg levels were very high. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, multiple dose injection therapy was used and a new pod was applied.